Event description:
At 8:00pm the customer felt sick after she ate half of a cookie. She tested her blood glucose on the contour next ez and the reading was 192mg/dl. She drank 2 1/2 bottles of water. An hour later she retested and her reading was 47mg/dl. She was shaking and sweaty. She ate two pieces of cheese, retested after 15-20minutes and the reading was 60mg/dl. Customer was advised to return the test strips for evaluation. New meter and strips were sent to her.